Event description:
Increased white blood cell count [white blood cell count increased]. Abscess-like mass [implant site mass]. Increased platelet count [platelet count increased]. Abdominal pain [abdominal pain]. Fever [pyrexia]. Case description: spontaneous report received on 31-dec-2008 from a physician, via a distributor representative, regarding a female patient, initial and age unknown. The patient had an uneventful cesarean section with prophylactic antibiotics in late 2008. One sheet of seprafilm from lot 08np271 was used during the surgery. The patient was discharged on the sixth postoperative day and started to develope a fever (39 degrees), abdominal pain, increased white blood cell count (30,000/ul) and platelet count (300x10^3/ul). An abdominal ultrasound found an abscess-like mass on the site where seprafilm was placed. The patient was referred to another hospital and was hospitalized. With further antibiotic therapy, the symptoms have been controlled and the patient continued to receive outpatient therapy and had a slow recovery and fair wound healing. The patient had still not recovered completely and kept returning for check-ups and outpatient therapy. The physician assessed the events as possibly related to seprafilm and noted that the possible immunocompromised or modified immune status with pregnancy had not been ruled out. As of the date of receipt of this report, the patient had not yet recovered.